Event description:
It was reported that the patient underwent a spinal lumbar surgical procedure. It was reported that sometime post-op, the patient complained of waist pain, pain in legs, and legs tingling with increased symptoms more recently. No additional complications were reported.

Manufacturer narrative:
Report should not be a 5 day report, the report is a 30 day report.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The lots that were used are part # (B)(4), lot 0074378w; lot 0167380w; part #(B)(4), lot 0130767w; lot 0119812w; part (B)(4), lot 0158271w. 510k #s: k050484, k921767. The manufacture date for lot 0074378w is 12/30/2009; the manufacture date for lot 0167380w is 7/12/2010; the manufacture date for lot 0130767w is 12/2/2010; the manufacture date for lot 0119812w is 9/29/2010; the manufacture date for lot 0158271w is 5/3/2011. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.